Event description:
Pt admitted with diagnosis of failed left total knee arthroplasty admitted for revision. Pt complained of pain and decreased range of motion. As per surgeon pt reported they have never had full flexion to left knee. Intra-op per surgeon pt found to have minimal to no fluid in the joint and obvious changes of polyethylene and metallic wear in the synovium which were mild. Also noted pt's flexion limited to 60% and increased to 90 after removing the tibial liner and detaching patellar tendon slightly in the medial aspect.